Event description:
It was reported that the water in the liquid heater turned brown after running the appliance for 3-4 hours. The device also alarmed occasionally for high temperature error immediately after starting the machine. The issue was discovered by the staff during use with the patient, and there was no injury reported.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device was found in normal conditions with no cracks or visible damage. The cause of the customer reported problem was a rusty and faulty water pump. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the water pump, performed preventative maintenance, adjusted the temperature, and the device passed all functional and electrical safety tests.